Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was taken to the hospital by emergency medical services and was asystolic. Cardiopulmonary resuscitation was performed but the patient deceased. There is no allegation from a health care professional that suggests that the death was device related.